Manufacturer narrative:
The reported events were dislodgement, inadequate capture, and a stylet insertion issue. As received, a complete lead was returned for analysis. Final analysis found visual and x-ray inspection of the lead did not find any anomalies and all four tines were intact. The reported events of inadequate capture, and a stylet insertion issue were not confirmed. Final analysis of electrical testing did not find any indication of conductor fractures or internal shorts. A stylet insertion test was performed, and x-ray confirmed the stylet was able to be fully inserted / removed with no difficulties.

Event description:
It was reported that patient presented follow up in clinic. Both left ventricle (lv) and atrial leads were dislodged and exhibited poor capture threshold. Both lv and atrial leads were repositioned however the guidewire and stylet failed to be advanced in both leads. The physician elected to explant and replace both leads on (B)(6) 2024. The patient was stable throughout the procedure.